Event description:
Additional information was received as follows: per the physician's statement, the cause of the distal entry that led to the false lumen perfusion was the disease (dissection). It was also noted that the event was not related to the procedure or the device but related to the dissection itself. The patient will continue to be monitored.

Event description:
Additional information was received as follows: it was reported that an endovascular procedure was performed to treat the on going false lumen enlargement and the false lumen patency. The event was resolved and the patient was discharged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic type b dissection. The proximal aortic neck measured 32 mm in diameter and 50 mm in length. Zone 3 was the proximal zone of the stent graft implantation. The maximum dissection diameter was 50 mm. It was reported that a CT revealed that the maximum dissection diameter was 80 mm. The false lumen at the level of the stented segment of the aorta was partially thrombosed. The patient had distal entry false lumen perfusion with compression of the true lumen and mesenteric ischemia. The physician elected to implant two additional valiant stent grafts in order to gain coverage distally. The investigator indicated the event was related to the device and not related to the procedure. A CT revealed the maximum dissection diameter was 55 mm. The false lumen status at the level of the stented segment of the aorta was completely thrombosed and that the false lumen distally to the stented segment was patent. The investigator indicated that there was no progression of the dissection.

Manufacturer narrative:
Study was not selected on the initial MDR.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.